Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that their programmer won't power on and is completely unresponsive. Pt stated they've replaced the batteries and it still won't work. Pt disconnected the call before ps could assist pt any further. Ps was unable to confirm managing hcp or event date. Ps left voicemail for pt to call back for further assistance. Additional information was received from the patient. Pt stated that the programer was lost, however they then found the programmer. Pt stated that they were having an issue with the programmer as the programmer would display the poor communication screen when trying to sync the programmer with the ins. Pt stated that if they moved the device around and turned the device off, then they could get the device to connect and turn on, however the programmer was not acting right. Pt noted that they had never used the antenna with the programmer. Pt confirmed that the insr communicated with and recharged the ins without any issues. When asked for the event date, pt stated that it was approximately thirty days ago.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial#(B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97740 programmer (s/n#:(B)(6) revealed no known issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.